Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their right atrial lead experiencing intermittent under-sensing during an atrial fibrillation episode. No intervention was reported. The patient was stable throughout.